Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind. The customer performed displacement test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Device passed self-test. No unexpected insulin pump errors noted during testing. Motor flex connector was inspected and properly connected in into connector at printed circuit board. No physical damaged noted on motor assembly. Device received with scratched case and cracked retainer.